Event description:
It was reported that during surgery, the cement did not mix in a regular and homogeneous way as usual in the container, it was not used due to the abnormal consistency (it turned lumpy and yellow). Instead, competitor cement was used to perform the surgery. It is unknown if there were any delays in the surgery. No patient injuries were reported.

Manufacturer narrative:
The device, used in treatment, were not returned for evaluation and the reported event could not be confirmed. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The supplier was made aware of this occurrence. Factors and/or potential probable causes that could contribute to the reported event have been identified as storage and/or instruction of use variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.